Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019. No further information was able to be gathered about the patient's passing. Per review of the patient's continuous ECG recordings, the patient's rhythm was an idioventricular rhythm at 35 bpm transitioning to vt from 160 bpm slowing to vt at 140 bpm from 7:25:07 to 7:25:44 am on (B)(6) 2019. At 7:25:49 am, the lifevest was shutdown, the patient's ECG recordings showed that the patient was in ventricular tachycardia (vt) at 180 bpm with response button usage at this time. It is unknown who was pressing the response buttons. The response button usage, and device shutdown during a treatable arrhythmia prevented the lifevest from delivering a treatment. The patient's equipment was returned and was found to be fully functional. There is no indication of any device malfunction that caused or contributed to the patient's passing.